Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result from the cobas e 411 immunoassay analyzer. The initial result was 197.9 miu/ml with a data flag and was reported outside of the laboratory. The sample was repeated on (B)(6) 2018 and the result was <0.100 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 28429201 with an expiration date of 28-feb-2019. It was confirmed the patient was not pregnant. The field service representative found the sample was collected into "thin tubes", the tube was not filled properly, and there was fibrin in the sample.

Manufacturer narrative:
Several "liquid level detection hovering on assay rack pack", "sample short" (insufficient volume), "no sample detected", "sample liquid level detection malfunction during movement" error messages were found on the provided alarm trace. On (B)(6) 2018, the customer questioned a elecsys hcg + beta test system result for a second patient sample. The original result was at 240.5 miu/ml. The same sample was repeated on (B)(6) 2018 on the cobas e 601 with a result of <0.100 miu/ml. No information was provided regarding if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. No fibrin clots were detected in this sample. The provided alarm trace showed sample "liquid level detection noise" (after aspiration) errors on (B)(6) 2018. The provided calibration data was acceptable. High results were seen with both patient samples and quality control materials. The field service representative changed the waste disposal tubing for the measuring cell and no further issues occurred. A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.